Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead exhibited placement difficulty due a bend at the tip of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix extended. If information is provided in the future, a supplemental report will be issued.